Event description:
This unsolicited case from united states was received on 16-jan-2018 from other non-health care professional. This case concerns a male patient (age unspecified) who received treatment with synvisc one and after an unknown latency fluid was slightly cloudy and pseudseptic right knee. Also, device malfunction was identified for the reported lot number. No past drugs, concomitant medications were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml (lot number: 7rsl021 and expiration date: 31-may-2020; frequency and indication: not reported) in right knee. On (B)(6) 2017, next day patient had some severe pain (on a scale of 1-10) 10 being the most pain, he was a 10. Patient had swelling in his right knee also. On an unknown date in (B)(6) 2017, latency unknown, patient did have his right knee drained the next day and the fluid was slightly cloudy. Health care professional (hcp) mentioned he thought it was a pseudo septic right knee. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 23-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pseudosepsis. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.